Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when using the 14mm screw for cervical spine locking plate (cslp) plate, the upper part of the expansion head of the screw was ¿bent out¿ in an unusual way during implantation with the screw driver. The same thing happened also with another screw when the lock-screw was inserted in the screw, the expansion of the head of the screw wasn´t symmetric. The problem was solved by extraction of the above mentioned screws, and then the surgeon implanted new screws of same size. It was reported that there was a delay between 10-15 minutes. Also, one of the drills was not sharp. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained expansion head screws has shown that the upper parts of the screw head are indeed bent out as complaint. Inside the screw head are damages and wear marks visible. One locking screw is deep inside the screw head, the other one is missing. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely due to the damages that the expansion head screw was not tightened enough into the plate and after securing with the locking screw, the head got expanded. The drill bit shows no obvious damage. Only the cuttings are blunt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.